Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 190 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was at the managing hcp¿s office for a refill and the nurse was not able to access the pump. The managing office called the surgeon¿s office regarding not being able to access the pump for refill and the surgeon¿s office x-rayed the pump and saw that it was flipped. The were no environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery for a pocket revision. During the procedure, the pocket was lowered, and the pump was sutured to the fascia. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.